Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed the catheter was bent between electrode rings 2 and 3. The shaft material and the internal tubing and wires within the shaft had been fractured at this location. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties. A thermocouple signal loss error and no contact force error were displayed. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A fracture was noted in both the red and green tc2 wires at the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.